Manufacturer narrative:
An investigate of this issue is ongoing. Upon completion of the investigation and if additional information is provided from the manufacturer's customer a follow-up report will be submitted.

Event description:
The customer, dompé farmaceutici, contacted the device manufacturer on 04feb2025 to report that during dispensing of the customer's drug for ophthalmic use, a foreign body was noticed inside a pipette (device which is used for the administration of the drug) after reconstitution with the west vial adapter. No adverse event has been reported as the dose related to the reported event has not been administered.

Manufacturer narrative:
A review of batch records for lot # h190 revealed no non-conformance. All qc inspections were conducted according to procedures, no other issues were identified. According to the manufacturer's records, lot # h190 was manufactured according to relevant procedures, tested before release, packed and shipped according to specifications. Retained samples from lot # h190 were visually inspected by the sub-contractor, no findings were observed. According to available data, the nature and size of the foreign body could not be determined from the photo provided by the manufacturer's customer. Since no sample was received, the complaint subject could not be fully investigated. Therefore, the probable root cause could not be determined.